Manufacturer narrative:
The initial MDR 2432235-2016-00794 was filed on december 27, 2016. Additional information (01/05/2017): siemens headquarters support (hsc) specialist reviewed the data files provided by the customer. Based on the information provided, it was noted that the customer used toxoplasma igm kit lot 218 (B)(6) 2016. However, the specific data shows samples tested (B)(6) 2016. During this time period the customer tested 153 patient samples with non-reactive results and 4 samples with false reactive results for toxoplasma igm when using kit lot 218, on the immulite 2000 xpi instrument. This calculates to a negative agreement of 97.5%. The negative agreement in the immulite 2000 xpi toxoplasma igm instructions for use for 115 samples is 96.8%-100%. Based on this, the negative agreement from the data provided by the customer for toxoplasma igm assay is meeting its IFU claim, and the assay is performing according to the specifications. No further evaluation of device is required.

Manufacturer narrative:
The cause of the discordant, false reactive toxoplasma igm result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained a discordant, false reactive igm antibodies to toxoplasma gondii (toxoplasma igm) result on one patient sample on an immulite 2000 xpi instrument, when using kit lot 218. A new sample was obtained from the patient and was sent to another laboratory where it was tested on an alternate platform, resulting non-reactive. The discordant result was reported to the physician(s), who questioned it. The corrected result obtained from the alternate platform was reported to the physician(s). The patient was sent for a consultation with a maternal-fetal medicine specialist where she was being tested for toxoplasma igm using different methodologies and all results were non-reactive. There were no reports of patient intervention or adverse health consequences due to the discordant, false reactive toxoplasma igm result.